Manufacturer narrative:
(B)(4)/. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-06181. It was reported the patient stopped receiving left sided stimulation three weeks ago. Lead diagnostics revealed multiple high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-06181. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted. Therapy was restored and issue has been resolved.